Event description:
Related manufacturer reference number: 2017865-2025-1006928. It was reported that an asymptomatic was brought in for magnetic resonance imaging (MRI). The patient's leadless pacemaker (lp) system (right ventricular and right atrial) was programmed to pacing off in preparation for the MRI. After the MRI it was found that the lp system was unable to be interrogated to reprogram the device back to its original settings. The programmer and system would cycle between interrogating and programming repeatedly. The programmer was turned off and restarted after two attempts to communicate with the lps. Troubleshooting, which included unpairing and repairing the lp system, addressed the issues. Patient was stable with no consequences.

Event description:
Related manufacturer reference number: (B)(4). It was reported that an asymptomatic patient was brought in for magnetic resonance imaging (MRI). The patient's leadless pacemaker (lp) system (right ventricular and right atrial) was programmed to pacing off in preparation for the MRI. After the MRI it was found that the lp system was unable to be interrogated to reprogram the device back to its original settings. The programmer and system would cycle between interrogating and programming repeatedly, even when changing rooms, programmers, and aveir links. The programmer was also turned off and restarted after two attempts to communicate with the lps. Troubleshooting, which included unpairing and repairing the lp system, addressed the issues. Patient was stable with no consequences.